Manufacturer narrative:
This report is submitted on january 02, 2024.

Event description:
Per the clinic, patient developed an infection at the implant site, exposing the receiver/stimulator (specific date not reported).there are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral, topical and IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2023, and there are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report. This report is submitted on february 07, 2024.